Event description:
During outreach call, it was reported that customer had experienced a no delivery alarm during bolus. Customer's blood glucose went from 120 mg/dl to 260 mg/dl, which was treated with manual injection. This was a past event and no other assistance was need. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.